Event description:
It was reported that during an elective upgrade procedure, the pulse generator went into backup vvi mode after suspected electrocautery interaction. Following a software download, normal device function resumed. The device was explanted and replaced as scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.